Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, gender, weight, and ethnicity and race were not provided for reporting. Health care professional reporting on behalf of consumer. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI# is not available. Upc and lot are ni. Device is not expected to be returned for manufacturer review/investigation. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Health care professional reporting on behalf of consumer. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A pediatrician (reporter) reported about a consumer involving an unspecified band aid brand kizu power pad (kpp). The consumer, who attended the reporter¿s clinic applied kpp. The consumer experienced a suspected allergic symptom about 24 hours after removing the strip. The consumer underwent prick test on the day of this reporting, which revealed probable reaction to the component of kpp. The symptom occurred about 1 day after the consumer removed the strip. The consumer was still experiencing the symptoms while reporting this event.